Event description:
Please refer to importer report # (B)(4).

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the handpiece ran out of specification. The heat up was reproducible during a test run. Due to this condition there is a higher friction during the rotation and hence the bearings and therefore the head is heating up. The condition of the bearings is a result of the wear process which takes place during the use. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. (B)(4).